Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
The returned file is broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1561436, #1560067, #1561412, #1560069, #1564581, #1564933, #1564121, #1565306 and #1565943). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a reciprocal file broke during use. The outcome of the event is unknown as of this MDR evaluation.